Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced.

Event description:
The hospital reported that, during a preoperative checkout, the unit had a system failure, affecting mechanical ventilation. There was no report of patient involvement.